Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead and pacemaker were explanted due to a lead fracture. There were no adverse patient effects reported.

Manufacturer narrative:
Combination product: yes. It was reported that this lead was capped and not explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.